Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during biliary stenting procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, when they attempted to release the stent during deployment, the advanix biliary double pigtail stent kinked. Furthermore, drainage failure was suspected. The stent was removed from the patient and the procedure was completed with a different device. Additionally, the stent was unable to be seen under fluoroscopy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".